Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2017 with the following findings: a review of the black box and alarm history showed no activity outside of normal use. The rewind, load, and prime steps were performed correctly. The pump was run for 24 hours and no issues occurred. The pump made noise complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the pump made a noise the prior night. A new battery was inserted and the noise stopped; however, the pump made the same noise again the next day. No further information was provided. The subject insulin pump was not available for troubleshooting at the time the issue was reported to animas. At the time of this report, return of the subject pump to the manufacturer for investigation has not been arranged and the pump is not expected to be returned at this time. Animas customer support made several attempts to obtain further information; however, the reporter did not respond to these follow-up attempts. This complaint is being reported because based on the information provided, animas cannot rule out an existing malfunction of the pump that could result in long-term cessation of insulin delivery to the patient.